Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. A hole was identified proximal to the cuff edge, consistent with wear at a fold. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. Based on the information available and analysis results, the hole identified in the cuff could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient visited the hospital because the artificial urinary sphincter (aus) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the cuff. Therefore, all components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because the artificial urinary sphincter (aus) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the cuff. Therefore, all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.